Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed debris on the lightguide lens, however, a definitive root cause could not be determined. Regarding the image issue, the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope displayed error code b30, followed by loss of image. Additionally, debris was observed on the light guide lens. There was no patient involvement.